Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with severe degenerative disk disease, foraminal stenosis, and severe degenerative facet disease at l2-l3, l3-l4, l4-l5. The patient underwent a procedure for anterior lumbar interbody fusion via a lateral approach at l2-l3, l3-l4, l4-l5 using peek interbody devices packed with rhbmp-2/acs and beta tcp and posterior fusion with peek instrumentation l2-l5. Allegedly, postoperatively, the patient has become 100% disabled, is only ambulatory with a cane and/or walker, has swollen knees, problems with her digestive system, bowel problems, and bladder issues.